Event description:
End user was ambulating with one crutch when the crutch broke and the end user fell. End user sustained a fractured foot.

Manufacturer narrative:
Failed crutch will be returned to sunrise for eval but had not been received as of report date.